Event description:
Patient's spouse reported right side, "symptoms of pain and pressure and went to the emergency room. They found large fluid collection around the device." Healthcare professional additionally reported removal due to "concern with device". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: two openings striated. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, pressure, large fluid collection around the device, concern with device".

Event description:
Patient's spouse reported right side, "symptoms of pain and pressure and went to the ER. They found large fluid collection around the device." Healthcare professional additionally reported removal due to "concern with device". Device was explanted.